Event description:
Report received indicates the pt experienced red patchy skin underneath the adhesive border with a red, weeping, raw area of skin toward the top and left side. This condition was experienced during a period of two weeks prior to complaint receipt. Recommended skin care and use of a belt rather than adhesive. Pt has used the product for many years and changes wafers every 3-4 days. Pt outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.